Manufacturer narrative:
Additional suspect medical device components involved in the event: brand name: linear 3-6, upn: m365sc2366500, model: sc-2366-50, serial: (B)(6), batch: (B)(6). Brand name: linear 3-6, upn: m365sc2366500, model: sc-2366-50, serial: (B)(6), batch: (B)(6). Brand name: linear 3-6, upn: m365sc2366500, model: sc-2366-50, serial: (B)(6), batch: (B)(6). Brand name: linear 3-6, upn: m365sc2366700, model: sc-2366-70, serial: (B)(6), batch: (B)(6).

Event description:
It was reported that the permanently implanted spinal cord stimulation never provided relief for the patient as well as the trial implant, therefore, the patient underwent a system explant procedure. The devices will not be returned as they were discarded by the medical facility. The patient was stable postoperatively.